Event description:
Customer reported system will not boot up all the way. Isolated the workstation from the wall and booted up the system. Workstation alone will not boot past the test screen.

Manufacturer narrative:
(B)(4) surgery personnel booted up the system and saw the communications failure on the table and the workstation boot process not getting past the test screen. Unplugged the workstation from the wall and re-booted. Workstation boot would not go past the test screen. Performed sbc replacement along with the hard drive, image processor, and video controller. Re-booted the system and re-loaded calfiles. Took test shots and sent them to pacs. System is working as intended.